Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first penumbra smart coil (smart coil)''s pusher assembly. The embolization coil windings were offset and the embolization coil was intact with the pusher assembly. The outer diameters (od) of the undamaged section of both smart coils were measured and found to be with specification. Conclusions: evaluation of both smart coils revealed that the embolization coils windings were offset. This type of damage typically occurs due to improper handling during use. If the introducer sheath is not properly seated in the hub of the catheter prior to advancement and the embolization coil is forcefully advanced into a catheter, offset embolization coil windings may occur, and difficulty advancing the coil may be experienced. The od of the embolization coils were measured and found to be within specification. Further evaluation revealed no damage to the non-penumbra device. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2016-01780.

Event description:
The patient was undergoing a recoiling embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils). During the procedure, while attempting to advance a smart coil into the microcatheter, the smart coil wouldn't advance out of its introducer sheath and into the microcatheter. Therefore it was removed and the physician attempted to use a new smart coil. However, the new smart coil was unable to advance out of its introducer sheath as well. Therefore, the smart coil was removed and the procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.